Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that a patient had to have open heart surgery. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. The patient reported that they were in the hospital waiting for their plavix levels to go down and then had to have open heart surgery. The patient reported they were in the hospital for three (3) weeks and then spent nine (9) days in rehabilitation. No further information was provided.

Manufacturer narrative:
B3: aware date was used as event date as actual event date was not known.

Manufacturer narrative:
B3: aware date was used as event date as actual event date was not known. B5: additional information added to summary description. D4: added lot information. F10: added impact code. F10: added device codes. G2: added report source.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that a patient had to have open heart surgery. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. The patient reported that they were in the hospital waiting for their plavix levels to go down and then had to have open heart surgery. The patient reported they were in the hospital for three (3) weeks and then spent nine (9) days in rehabilitation. No further information was provided. It was further reported that at the time of implant, the 31mm watchman flx laa closure device met position, anchor, size and seal (pass) criteria. The patient received a 45-day follow-up transesophageal echocardiography (tee) revealing 3-5mm leak. The physician was concerned about stability of the device as the device had shifted proximally from original position at time of implant. The implanting physician consulted with the referring physician after reviewing the tee and the decision to surgically explant the device was made.